Event description:
It was reported to philips that the system did not boot up completely. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system did not boot completely. Upon troubleshooting, the rse found that system displaying the message please select boot device. To resolve the issue, the rse instructed the customer to press the esc key to continue the booting, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.